Event description:
It was reported the catheter was explanted and replaced on (B)(6) 2014 due to a granuloma. It was noted diagnostic testing included an MRI. It was also reported during the catheter revision when the pump was read the patient¿s drug had already been replaced with saline and the pump was not refilled during the procedure. The catheter was replaced with a 8780 and the other catheter was to be returned. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was unknown if there were any symptoms or complications associated with this event. The type of drug in the pump was unknown. It was further reported the patient recovered without sequela and there was no patient injury. It was noted a granuloma was suspected and seen on the MRI, but it was unknown if a dye study was performed. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4). Analysis of the catheter ((B)(4)) found the pump connector was damaged at explant, as a couple of slice cuts were in the suture ring area of the pump connector. Analysis of the unknown catheter found dark residue occlusion in dispensing holes - event related. The previously reported conclusion code no longer applies to this event. Conclusion code is also applicable.

Event description:
Additional information received reported the granuloma was at the catheter tip and was verified via MRI. It was noted the medications were replaced with saline and ran greater than six months with no resolution. Surgical resection and catheter replacement were performed by neurosurgery. It was also reported the mass was diagnosed (B)(6) 2013 by MRI. It was reported the dose was increased (B)(6) 2012 secondary to increased pain complaints. The patient returned in (B)(6) 2013 with increased pain as well and the patient had increased thoracic and lumbar back pain. It was noted the patient had myelopathy at baseline so it was difficult to know if the patient had experienced increased weakness. It was further the catheter and mass were removed (B)(6) 2014. The pump was being used to deliver clonidine and dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.